Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The thread is breaking when being pulled out of the cassette.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open cassette, received one open and used cassette. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on cassette label. Opening's date is not written in the cassette received, therefore an analysis can not be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. On the cassette label you have the next indication: once opened, the content of the cassette should be used within 4 months and prior to expiration date. Once the cassette is opened, the date of cassette's opening should be written on the label. The cassette pack received does not have any date written. In spite of receiving the defective cassette, without opening's date written, an analysis can not be carried out to verify if the affected product does not fulfill the OEM specifications. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.